Event description:
Additional information received from the healthcare provider via a clinical study update indicated that therapy was suspended on (B)(6) 2015, instead of the rate being decreased to minimum.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8785, lot# n529648, implanted: (B)(6) 2015, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a serious adverse event following a device implant on (B)(6) 2015. It was stated that the patient received too much anesthesia during the surgery and had a prolonged hospital stay related to the effects of this. On (B)(6) 2015, the patient was given oxygen at a rate of 3 l/min. The patient¿s oxygen saturation on 3 l/min was 95%. The patient was also given bronchodilators and steroids. The pump was programmed to minimum rate mode. It was noted that the patient had no urine output from the foley catheter. The patient had limited urine output immediately post-operation. It was also noted that the patient was unresponsive neurologically. Lab work was done which found that the patient had a ph value of 7.21, a pco2 value of 44 mmhg, and a po2 value of 62 mmhg. An examination/palpation on (B)(6) 2015 showed an improvement in respiratory status. The patient was stable and weaned off of oxygen. The etiology was reported to be related to the implant procedure and unlikely related to the device or therapy. The patient symptoms included hypotension and subsequently acute renal failure, acute encephalopathy, and post-operative exacerbation of chronic obstructive pulmonary disease. The event was life threatening and necessitated medical or surgical intervention. The pump was infusing morphine. The event had resolved without sequela on (B)(6) 2015. A follow-up report will be submitted if more information becomes available.